Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a steady decrease in bipolar pacing impedances over the life of the pacemaker. The patient now has a competitor's pacemaker and the lead is now exhibited several pacing impedance measurements below 200 ohms. There has also been several seeming false ventricular noise reversions. It was suspected that this lead has an insulation breach and the patient is being sent for a chest x-ray. This patient was likely to undergo a lead revision in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.